Event description:
It was reported that the device failed to deliver a defibrillation shock to a patient during a cardiac arrest event. The reporter stated that the device lost its configuration during the cardiac arrest event and logged a fault code. A second device was brought in and used to administer additional treatment to the patient. The second device successfully delivered one synchronized shock (100 joules) to the patient. The patient expired later that day, following a do not resuscitate order.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.